Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a, d4, g4. Additional information was requested, the following was obtained: please provide the lot number: unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections: we regularly contact with sale rep about the device returning. Product code of (B)(4): sxpp1a301; sxpp1b112.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information was requested, and the following was obtained: please provide the lot number. Unknown attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6)2024; and a suture was used. During the procedure, the suture broke while suturing the fascia. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One small needle-suture piece outside its packaging that pertain to product code sxpp1b112 was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the extreme of the suture was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The tensile strength was not possible because the suture was received with a short length. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: the manufacturing records couldn't be reviewed as the batch number is unknown.